Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that there was an increased condensation from the use of rt266 infant breathing circuit kit. Increased condensation was found on the expiratory block of the ge carestation and on an expiratory filter between the ventilator and the evaqua2 limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt266 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint devices is not expected to be returned to fisher & paykel healthcare (B)(4) as it is not available. Our investigation is based on our knowledge of the product and the information provided by the hospital. Result: the hospital reported that condensation was located at the expiratory block of the ge carestation and at the expiratory filter between the evaqua2 limb and the ventilator. The condensation did not occur in the expiratory limb of the complaint rt266 breathing circuit. A lot check was not performed as no lot number was provided. Conclusion: without the complaint device, we were unable to confirm the reported fault and determine the root cause of the condensation. If the complaint device was returned, the resistance of the heater wires (inspiratory and expiratory) would have been measured and the device would be tested to check for condensate. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. Our monitoring and trending of complaints involving excessive condensation in infant breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of march 2012.